Manufacturer narrative:
Investigation summary: according to the information reported, the patient experienced a rupture in the breast implant. Upon visual inspection of the picture, it was observed that the implant was rupture. No other anomalies were observed. The photo does not provide enough evidence to determine the root cause of the reported problem. Hands on analysis should provide the evidence necessary to confirm the root cause. All mentor product is 100% inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Since no lot number was provided, no manufacturing record evaluation review could be performed. An investigation of the evidence provided was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: asymmetry of the breasts. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with an unspecified gel implant and experienced postoperative right-sided rupture and glandular ptosis. The diagnosis was confirmed by a surgeon. The patient underwent bilateral removal and replacement with two 160cc mentor memorygel breast implants on (B)(6) 2019 to achieve more symmetrical and youthful look. Upon explantation, the right-sided device was found to be ruptured.